Manufacturer narrative:
This complaint is scoped to a singular device from lot lb1532485.device utilization records were pulled and reviewed, as of 01-may-2024, a total of four (4) devices have been utilized from this lot with only the singular complaint in scope of this record being generated from this lot. There is insufficient evidence to conclude that the reported adverse events of wound dehiscence and local infection were related to the axoguard ha+ nerve protector.

Event description:
The patient, a 52-year-old female with complex medical history underwent bilateral carpal tunnel release on (B)(6) 2024 during which the surgeon implanted the axoguard ha+ nerve protector device. Approximately 2- weeks post-operation, the patient presented to the clinic with distal wound dehiscence, yellow purulence, and erythema. Once questioned, patient reported to the surgeon that she noticed stitches coming out postoperatively and did not report it to the surgeon, rather she self-administered wound dressings. In discussion with the surgeon, due to the patient's non-compliance with the necessary postoperative care for the surgical incision, it is possible that the observed outcome likely resulted from a superimposed skin dehiscence and infection. The patient was taken back to the operating room on (B)(6) 2024 and underwent wound debridement. Intraoperatively surgeon observed a synovitis of the flexor tendons (also likely due to superimposed infection due to wound dehiscence), while implanted axoguard ha+ nerve protector was found vascularized and not infected. Out of precaution, given prolonged wound dehiscence and inflamed surroundings (tenosynovium), surgeon opted to explant the axoguard ha+ nerve protector. Considering patient presentation and observed clinical findings, and based on the provided information, there is no clinical evidence to conclude that the reported adverse events of wound dehiscence and local infection was related to the axoguard ha+ nerve protector.